Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the vent adaptor on the shunt sensor was too stiff to remove. The product was changed out. No patient involvement, occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).